Event description:
Port a cath placed (B) (6) 2008, for chemo therapy. Patient went to (B) (6) hosp in (B) (6) in (B) (6) 2010, where she reports, an imaging study indicated the catheter from the port had broken and a piece of the catheter was in her heart. She underwent cardiac catheterization in order to retrieve the piece of catheter. On (B) (6) 2010, the port was removed. The physician documented about 17 cm's of tubing was missing.